Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure the doctor saw fiber embedded in the lens as he was implanting. The lens was removed and the procedure was completed the same day with another lens. There was no reported harm to the patient. Additional information has been requested.